Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that the temperature was abnormal during use. There was no patient harm. Another device was used to complete the procedure.

Manufacturer narrative:
One act1530 was received for evaluation. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product met specification as received. Visual inspection found no defects. The customer reported that the temperature was unstable during use. The reported condition was not confirmed. The water circulated normally through the product and the product did read the temperature and lesioned properly. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the temperature was abnormal during use. There was no patient harm. Another device was used to complete the procedure.